Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative assisted in diagnosing the equipment. The reported complaint was confirmed. The cable from the data acquisition board to the central processing unit was determined to be defective. The customer has received sufficient information required regarding this repair. Replacement of the defective cable will be done by the customer.

Event description:
The hospital reported the unit audibly alarmed and there was no ability to mechanically ventilate. There was no report of patient involvement.